Event description:
In 2006, the lay user/pt contacted lifescan alleging that her one touch ultra was reading inaccurately high compared to her feelings/normal readings. The pt tests from 0-2 times a day and takes humulin twice daily on a sliding scale. For about 3 days prior to contacting lifescan, the pt started to test with the reported test strips and was getting "very good" readings in the "100's mg/dl." About noon the pt got a reading of "hi", which indicated a meter reading over 600mg/dl on the one touch ultra meter. She stated that she did not question her "hi" meter reading and then took 30 units of humulin. About 1.5 hrs later, the pt started to develop symptoms of blurred vision, sweating, weakness, and dizziness. A nurse that was with her at the time tested her blood glucose on the reported meter and got "595, hi, and hi." The paramedics arrived, tested the pt on their meter, got "32mg/dl," and treated the pt with IV glucose. The pt was taken to the hosp where her blood glucose was "32mg/dl" on the ER's meter. The pt stated that she continued receiving the IV glucose and was released later the same day around 7pm. The customer care advocate (cca) verified that the meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. However, the cca discovered that the test strips had expired in 8/2006, which can contribute to inaccurate readings. The cca had the pt run a test on the phone with new test strips and the pt got "105mg/dl." Although expired test strips were used at the time of the incident, this complaint is being reported because the pt based on her insulin dose on her meter reading and eventually became hypoglycemic 1.5 hrs after taking her insulin. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.